Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned. The device was not returned and therefore no evaluation could be performed.

Event description:
It was reported that during a procedure, the pick's tip broke off in the child's ear. The doctor was performing a cochlear implant on the child and saw that the tip broke off. He stated that he saw the suction suck up the tip of the pick. The doctor is fully confident that the tip was sucked up by the suction, and the doctor is not going to do an x-ray. There was no patient impact and there was no delay in surgery. There was no patient impact.

Manufacturer narrative:
In a previous MDR, an expiration date was reported. This device does not have an expiration date.

Manufacturer narrative:
The complaint device was returned for analysis. Analysis found that the tip was broken off at the extreme end of the instrument. At this point in the shaft, the diameter of metal is very thin such that a 90 degree bend in the metal can be made by the supplier and leave a 1.0 mm pick extension. The stress on the metal to produce a 90 degree bend is significant on the 1.4021 surgical stainless steel material. This unit was manufactured in june 2012, so age of the instrument is not a factor. There were no other units from this manufacturing lot to review. Comparing this unit to the same instrument in lot 201206mf2 showed no differences. Analysis has concluded that the most likely root cause is due to excessive force being applied to the end of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.